Event description:
It was reported via repair work order that the scale was not reading right due to load cells. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Conclusion : parts sent to customer for repair.